Event description:
It was reported that the user experienced an ¿unable to be processed¿ error during priming/filling, which prevented loading insulin through the tubing; after removing supplies, rebooting the iLet, and performing a cartridge, connector, and tubing change, the pump primed and functioned, and the issue was attributed to a defective connector or tubing consistent with a complete blockage of the tube. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem identified during user interaction, with the device problem consistent with a complete blockage and the affected component identified as the tube. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.